Manufacturer narrative:
The returned device was evaluated. During evaluation the device powered on with a black display, four single beeps, then a loud 4 beep alarm. A loose ribbon cable at the j14 connector on the system board was found. The ribbon cable was reconnected and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the signal and pi bars are defective. The right side of the display is very dark. When measuring, the pi and siq bars are fully deflecting. Without the sensor connected, the lower half of the signal bars remains dark. Also, without the sensor connected, the whole display remains dark. Part of the display with the measured values is legible and when without the sensor connected, it is dark but still legible. When the device was rebooted, the whole display have a mixture of light, dark, and flickering led lights. No known impact or consequence to patient.